Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported erratic measurements, spo2 down from 90 to 70 and after the device read well again. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported erratic measurements, spo2 down from 90 to 70 and after the device read well again. No patient impact or consequences were reported.